Event description:
Baxter reported one incident of reverse ultrafiltration with the psn 140 dialyzer. It was reported that 30 mins into treatment, the pt's weight increased 500 mg. It was reported that the tmp was 200 mmgh (positive or negative unk). It was reported that "the filter of machine was changed and the problem continued, the filter was rejected." No pt injury or medical intervention was reported per complaint coordinator. No further info is available at this time.